Event description:
The customer reported that the ventilator's audible alarm went out. The visual alarms work fine to alert the end-user of the alarm condition. However, there is no audible alarm with the visual alert. No patient involvement.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator, confirmed the reported failure of no audible alarm and replaced the audio transducer to fix the issue. Performed ventilator performance check and unit meets specifications. (B)(4).